Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited undersensing and loss of capture. The patient didn't experience asystole. The ra lead was dislodged. The ra lead was repositioned. This ra lead remain in service. No additional adverse patient effects were reported.